Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure, the rf3 dilators up to 25fr were inserted. The 22fr rf3 sheath was advanced and there was some difficulty during insertion of the sheath. Angiography revealed an ilio femoral artery dissection. The dissection was repaired and the case was aborted. The patient is stable. Additional investigation revealed the following: the minimum luminal diameter of the access vessel was 7.1mm. The vessel was described as mildly calcified with no tortuousity.

Manufacturer narrative:
The sheath was not returned for evaluation as it was reported that there were no issues with the device. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices the minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the access vessel's minimum luminal diameter was 7.1 mm, and the vessels were noted to be mildly calcified. The borderline mld of the access vessel in combination with mild calcification likely caused or contributed to the difficulty inserting the sheath and the subsequent vascular complication. Calcification and/or tortuosity not appreciable on pre-procedural imaging could have been a contributing factor. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.